Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (failed a pulse test) is being investigated. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed a pulse test.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. Upon investigation the monitor was drawing excessive current and was unable to power on. The cause for the failure was isolated to a damaged connector j1003bb on the c/a board. The pad underneath the connector was damaged. The root cause for the damaged j1003bb connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed a pulse test.